Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during basal delivery. The customer's blood glucose was 175 mg/dl. For past alarm 19 events the customer's blood glucose was in normal range. The customer successfully loaded a new cartridge and continued to use the pump for insulin delivery.